Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to remove plunger/suture could not be replicated in a testing environment based on the returned device condition. The reported suture detachment was not confirmed as the suture was returned intact. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the heavily calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve intervention (tavi) procedure. Reportedly, the plunger was retracted and comes out "heavily", resistance was felt while pulling the suture and the suture ruptured (broke) and got lost because of the rupture. The suture was retrieved from the patient anatomy. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.